Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement in the jugular vein, the device allegedly does not withdraw blood. It was further reported that the catheter was broken in two pieces just before the entrance in jugular vein and the part of the catheter that was in the vein moved to heart. Additionally, thoracic surgeon removed port with the connected part of the catheter and an interventional cardiologist will be made in order to remove the broken piece that is still in the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Hard base implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Hard base implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo and three images were provided for review. The first two images demonstrating a port on the chest wall with the catheter ending at the jugular vein. There is a portion of the port catheter noted curled in the right heart. The third image shows the external port having been removed and the remaining catheter still in the right heart. Therefore, the investigation is confirmed for the reported suction issue, fracture, material separation, migration issues and identified material twist issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device, method). H11: h6 (result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement via the jugular vein, it was found that the blood was allegedly unable to be withdrawn. It was further reported that the catheter was allegedly broken into two pieces just before the entrance in jugular vein and the part of the catheter that was in the vein had allegedly moved to the patient's heart. Reportedly, the thoracic surgeon removed the port with the connected part of the catheter and an appointment with an interventional cardiologist will be made in order to remove the broken piece that is still in the patient. The current status of the patient is unknown.